Event description:
It was reported that the patient complained of palpitations in the throat within a few days of implant. Interrogation revealed possible atrial lead dislodgement, which was confirmed on x-ray. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.